Event description:
It was reported that when the device had been implanted for 55 months, the estimated longevity was greater than 3 years. When the device reached 61 months, it was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that when the device had been implanted for 55 months, the estimated longevity with greater than 3 years. When the device reached 61 months, it was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.